Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the circulation pump was broken in an arctic sun device. Per review of wo on 16apr2025, there was no patient involvement. As per ucc clarification received via task on 16apr2025, this event is suggesting the pump was not working, not physically broken.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that the circulation pump was not performing to specification. Circulation pump was replaced. The manifold and input-output board were defective. The manifold and input-output board were replaced. Heater, mixing pump, and drain valves were replaced preventatively. The device underwent and passed testing after all repairs. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: b, d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the circulation pump was broken in an arctic sun device. Per review of wo on 16apr2025, there was no patient involvement. As per ucc clarification received via task on 16apr2025, this event is suggesting the pump was not working, not physically broken. Per sample evaluation results received via task on 30jun2025, it was reported that the manifold and input-output board were not functioning to specification.